Event description:
The packing is supposed to be five yards in length. As the or staff opened the packing and placed it on the field they noticed the packing was actually two pieces of packing approximately 2.5 yards in length each taped together to make one piece of packing 5 yards in length. The product was removed from the field and a different product was used in the procedure.